Manufacturer narrative:
Citation: meneguz-moreno ra prognostic value of renal function in patients with aortic stenosis treated with transcatheter aortic valve replacement. Catheter cardiovasc interv. 2017 feb 15;89(3):452-459. Doi: 10.1002/ccd.26693 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding prognostic value of renal function in patients with aortic stenosis treated with transcatheter aortic valve replacement. All data were collected from multiple centers between january 2009 and february 2015. The study population included 221 patients (predominantly female; mean age 82 years), 80 of which were implanted with medtronic corevalve® (serial numbers not provided). Among all patients, 14 deaths occurred in the 30-day follow-up period. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, myocardial infarction (mi), pacemaker implantation, major bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.